Manufacturer narrative:
The insulin pump was unable to perform prime/ compromised force sensor test due to motor error alarm at rewind. The pump was received with motor error alarm during rewind due to corroded motor home switch. The pump was received with moisture damage at electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the pump had a prime/fill anomaly. The blood glucose at the time of the incident was 116 mg/dl. The customer states they are unable to exit the "preparing to prime" loop. The customer states the insulin pump was exposed to water. The customer states the numbers did appear on the display and did not receive the second series of beeps. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.